Event description:
Device 1 of 2. Reference 1627487-2014-23081. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient is experiencing extreme pain and the patient feels his spine is being affected. The patient also indicated he is experiencing ineffective stimulation. The patient desires to undergo surgical intervention and have his scs system explanted. X-rays were ordered as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.